Event description:
Unknown cause of death; patient had a treated vf (ventricular fibrillation) ((B)(6) 2021). Attempts made to contact patient. Patient missed appointment, after several tries at getting in contact with him, obituaries checked on 18-aug-2021. Several attempts and messages left to primary contact on file. No return call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).